Event description:
A consumer reported experiencing moderate pain and a corneal ulcer in her right eye associated with daily wear of focus monthly visitint contact lenses. The treating eye care practitioner confirmed that the ulcer was located at 7 0'clock in the peripheral cornea, 3mm staining over 1 infiltrate, and that moderate anterior chamber reaction occurred. No culture was performed. Prescribed vigamox & prednisolone. Event resolved with 20/20 visual acuity, small scar (1mm) and resumption of contact lens wear at 2005 follow up visit. No further information is available at the time of this report.